Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 21 mg/dl while wearing the pod between 4 and 24 hours. The patient did state that they did experience a seizure. The patient did wear the pod while seeking medical attention but paused the insulin. The patient was released the same day.

Manufacturer narrative:
Inspection of the download data from the received device found that an 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. The phb data showed that the agc functioned as intended and was able to appropriately adapt to changes in egvs and user inputs. The pod was found to function as intended with no evidence of any damages or deficiencies that would result in the device over delivering insulin.